Manufacturer narrative:
The returned device was evaluated. During the inspection of the device, it was found that the nurse call connector was physically damaged resulting in the inability to put a nurse call plug into the connector. The front speaker red wire was pulled from the speaker connector, resulting in no sound emitting from the front speaker. The ribbon cable was also loose at the system board j14 connector, resulting in a failed display illumination. In addition, various loose debris was found inside the device, and component l33 was broken off the system board (l33) which would have prevented the unit from being able to alarm. The system board and housing were replaced and the unit functioned as designed.

Event description:
It was reported that the alarm does not function on the device. No consequences or impact to patient.